Event description:
Anesthesia fellow at bedside to increase epidural rate, password not working and unable to restart pump. New device obtained and set up by anesthesia. Patient did not get epidural meds for 1 hour due to equipment failure.